Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To address the issue, the customer changed the infusion set and cartridge, then resumed insulin.